Event description:
It was reported that pump experienced malfunction after it had been dropped on ground, and caller also reported site issues with two infusion sets. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement.